Manufacturer narrative:
(B)(6). H3, h6: one device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found the device in good condition with no physical damage. Labels were undamaged, and the tamper seal was missing. The reported issue of defective cassette sensor was not duplicated. Investigation found the dso sensor was functional and did not need to be replaced. The investigation revealed that the lock sensor was not working and needed to be replaced.

Event description:
It was reported that the cassette sensor was defective. There was unknown patient involvement.